Event description:
Surgeon reports pt with an I. M. Nail implanted in the femur fell on his hip and broke the tip of the nail. The pt may have been intoxicated at the time. Surgery was required to replace the nail. Pt x-ray shows a distal nail break on a retrograde femur placement. No indication of product defect.